Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he performed blood glucose testing with two separate contour next one meters and obtained readings of 162 mg/dl at 3:28 p.m. And 67 mg/dl at 3:29 p.m. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, in-house contour next test strips from lot # 9kpec54e were used to perform testing with the returned meter, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.